Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Error codes was found in the ventilator's downloaded error log. Dust/dirt was found inside the device. The device passed all functional testing. The device was remediated and scrapped. If additional information is obtained, a follow up will be filed.

Manufacturer narrative:
On previously submitted report, section operator of device in box d was incorrect. Section operator of device in box d has been updated/corrected in this report.